Event description:
It was reported "patient admitted to cardiac angio suite for insertion of iabc. Once inserted the pump alarmed high pressure and he leak unable to get the ac2 pump to pump without alarms. Clinical team determined it was a kinked sheath from the insertion and chose to remove the sheath and iabc and reinsert a new catheter. New catheter worked well and no alarms." The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photo was reviewed. In the photo, the supplied teflon sheath extrusion was noted damaged near the sheath hub. The damage is consistent with being buckled. Furthermore, it appeared from the photo that the user removed the iabc through the teflon sheath and the damaged extrusion could be the result from removing the iabc through the sheath. The reported complaint for the "pump alarmed high pressure and he leak" cannot be confirm from the review of the photo. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "pump alarmed high pressure and he leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "patient admitted to cardiac angio suite for insertion of iabc. Once inserted the pump alarmed high pressure and he leak unable to get the ac2 pump to pump without alarms. Clinical team determined it was a kinked sheath from the insertion and chose to remove the sheath and iabc and reinsert a new catheter. New catheter worked well and no alarms." The patient's current condition is unknown. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.